Event description:
On (B)(6) 2014, the lay user/reporter in (B)(6), the patient¿s wife, contacted lifescan to report the onetouch select meter was giving inaccurately low readings. On (B)(6) 2014, the technical service representative (tsr) contacted the reporter to obtain and verify information; however, the reporter refused to speak with the tsr. The sr. Medical surveillance specialist classified the complaint based on the information provided in the initial telephone call with customer service. On an unspecified date in (B)(6) 2013, the patient reportedly obtained blood glucose readings on the reported meter that he claimed were inaccurately low compared to his expected values. The patient reportedly experienced symptoms of high or low blood glucose levels; however, he refused to provide specific details of his symptoms. After obtaining the low readings, the patient administered self-treatment by consuming sugar-water and honey. After this treatment, the patient¿s blood glucose readings continued to be low, and emergency services were contacted. The patient was transported to the hospital. It would have been helpful to determine the patient¿s symptoms, his readings, his blood glucose level as tested by the paramedics, his diabetes medication regimen and actions taken prior to the onset of symptoms. The patient also reported that on an unspecified date, he obtained the blood glucose reading of 60 mg/dl on the reported meter and a reading of 91 mg/dl on another manufacturer¿s meter within 30 minutes. It is unclear if the reported meter may have contributed to the patient¿s injury. However, as the patient allegedly suffered symptoms suggesting severe hypoglycemia and received treatment with food and emergency medical attention while using the reported meter, this complaint is being reported.

Manufacturer narrative:
Date of event: (B)(6) 2013. Meter serial and test strip lot #: not provided.